Event description:
A user facility¿s registered nurse (rn) reported that with ten minutes remaining during a patient¿s hemodialysis (hd) treatment, a fresenius 2008t hd machine alarmed for low blood pressure. The nurse decided to end treatment 10 minutes early due to the low blood pressure. Durin rinse back, a fresenius combiset bloodline separated at the saline line. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 25ml. There was no patient serious injury or medical intervention required as a result of this event. The patient¿s treatment was not restarted. The patient did not experience any issues or require any additional treatments as a result. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak from the saline ¿t¿ connector was found. The sample was visually inspected and found that the saline line was separated from the saline t connector. Microscopic examination revealed residual solvent on the saline line; however, the solvent appeared to have been improperly applied, as dryness channels were present on the tube. No solvent was detected on the inner surface of the saline t connector. No additional issues were identified upon further inspection. The reported event was confirmed during sample evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that with ten minutes remaining during a patient¿s hemodialysis (hd) treatment, a fresenius 2008t hd machine alarmed for low blood pressure. The nurse decided to end treatment 10 minutes early due to the low blood pressure. Durin rinse back, a fresenius combiset bloodline separated at the saline line. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 25ml. There was no patient serious injury or medical intervention required as a result of this event. The patient¿s treatment was not restarted. The patient did not experience any issues or require any additional treatments as a result. The complaint device was reported to be available to be returned to the manufacturer for evaluation.